Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from crystal clinical orthopaedic center, united states. The title of this report is ¿a retrospective data collection of the treatment of wrist fractures with the variax 2 wrist fusion system.¿ which is associated with the stryker ¿variax 2 wrist fusion¿ system. The treatment period of patients included in this report was between january 2015 and january 2020. It was not possible to ascertain specific device details and patient details from the report, or to match the events reported with previously reported complaints. Therefore 4 complaints were initiated retrospectively for the post-operative complications mentioned in the report. This product inquiry addresses plate breakage at distal sliding screw. The report states: ¿three of the hardware failures or plate breakages were at the sliding screw distally. 3 had no pain and no further intervention was done.¿